Manufacturer narrative:
H.6. Investigation: one used sample model 10010453 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. No defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 10010453 lot number 20087067 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20087067 regarding item #10010453.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m had flow issues. The following information was provided by the initial reporter: material no: 10010453 batch no: 20087067. It was reported that lipids would not go through the tubing completely; the tubing could not be primed. Verbatim: "update: when asked how long it was infusing for, the answer was: it wasn¿t infusing at all. They couldn¿t even prime the tubing". "While priming tpn filtered 1.2 micron tubing, the lipids would not go through the tubing completely. This tubing is the white filtered tubing. Another nurse brought the same filter tubing but with the blue filter and helped to respike the same bag of lipids. The second tubing worked."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m had flow issues. The following information was provided by the initial reporter: material no: 10010453 batch no: 20087067. It was reported that lipids would not go through the tubing completely; the tubing could not be primed. Verbatim: "update: when asked how long it was infusing for, the answer was: it wasn t infusing at all. They couldn t even prime the tubing" "while priming tpn filtered 1.2 micron tubing, the lipids would not go through the tubing completely. This tubing is the white filtered tubing. Another nurse brought the same filter tubing but with the blue filter and helped to respike the same bag of lipids. The second tubing worked."